Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the cart wheel base. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the wheel/caster on a 980 ventilator fell off. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Product analysis: a caster base was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found that one wheel was dislodged from the socket and the glue on the caster was wet when touched. An investigation was performed and the product analysis technician reported that the reported issue was verified. If information is provided in the future, a supplemental report will be issued.